Event description:
It was reported that the device exhibited issues with button operation. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective keypad. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.